Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 354 mg/dl. Reportedly, contact calculated a bolus and delivered the bolus for the customer to address bg. During troubleshooting, air bubbles were present and were primed out of the tubing. Insulin delivery was resumed.